Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self-test, and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level was running high. Her blood glucose level was over 600 mg/dl. She took a shot and used manual injections to treat her high blood glucose level. The insulin pump was exposed to body scanner. The high pressure test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.